Event description:
On 01/13/2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a patient. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2026, result: 0.37, pos/neg: positive. Method: I-stat, date: (B)(6) 2026, result: 0.03, pos/neg: negative. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 12-feb-2026. A review of the device history records confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25259.

Event description:
Na.